Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at multiple locations and exposed the ring electrode coil. Abrasions are consistent with exposure to constant friction with another implantable device.